Event description:
Information obtained that the explanted generator and lead were discarded and are not available for return for product analysis.

Event description:
Implant card received for the patient noted that they had received a full revision ( replacement of the generator and lead) due to prophylactic reasons. Information was later received that the physician noticed a tear in the insulation of the lead about halfway down, which is why it was replaced. Although the tear was noticed, it was reported that the impedance was still ok. The explanted generator and lead have not been received by product analysis to date. No other relevant information has been received to date.